Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "the patient was admitted to the hospital on 2023.6.15 after diabetic ketosis as a serious condition, treatment: insulin, dopamine, bumetanide and other drugs micro-pump pumping, so the establishment of PICC intravenous therapy for resuscitation treatment. To the patient's right upper arm to be venous aseptic formal operation under the placement of the tube smoothly, insertion depth 34cm, catheter exposed 2cm, the tip of the catheter is located in the fourth intercostal space of the superior vena cava, syringe to draw back blood well, syringe push saline usually, but external infusion device gravity drip infusion rate 0 drops / min, obstruction is not smooth, infusion pump pressure infusion catheter usually."